Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the vessel sealer instrument stopped sealing while cauterizing during a da vinci surgical procedure could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
On (B)(6) 2015, intuitive surgical, inc. (Isi) received a med watch report mw5056720 and it was reported that a male with history of rectal cancer underwent a robotic assisted laparoscopic anterior resection w/coloproctostomy. The superior hemorrhoid was skeletonized at its origin and divided w/a robotic vessel sealing device. During the procedure, while cauterizing the vessels, the robotic vessel sealing device stopped functioning; sealer removed, and replaced w/a new sealing device. The mesorectum was then cleared using the new vessel sealing device. No injury occurred. On 11/12/2015, intuitive surgical inc. (Isi) obtained following additional information from the risk manager: the surgeon was holding the master grips fully closed throughout the sealing cycle, the vessels were not highly calcified or larger than 7mm in diameter and the surgeon heard the two happy beeps. According to the risk manager, it is unknown if the system gave any errors or messages and how long the sealing cycle was. However, there was no tissue effect. There was no bleeding and there was no patient injury; the procedure was completed robotically. The site did not return the instrument to isi for evaluation.